Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an interventional procedure, it was reported that the system went into bypass mode. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective image drive. The investigation showed that the problem was caused by a defective image drive (hard disk) which was also noted in log files. This caused the imaging system to be unavailable after reboot. In general, when the imaging system is not available the system enters bypass fluoro mode where continuous fluoroscopy with compromised image quality is available and the acquired scenes cannot be saved and reviewed. The full system functionality was restored after local service intervention. The image drive has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.